Event description:
This case was reported by a consumer and described the occurrence of white spots on roof of mouth in a female patient, who received poligrip for an unknown drug indication. A physician or other health care professional has not verified this report. On an unknown date, the patient started poligrip (dental). Patient stated that she took part in a 'sample survey' with ' strip poligrip'. She visited her dentist 'some months later' and was told that she had a mark on the roof of her mouth which would need to be investigated. She had a biopsy done (result unknown). She used the product again and the white mark returned. Consumer states that when she uses 'fixadent the white patch goes'. Treatment with poligrip was discontinued. At the time of reporting, the event was unresolved. Report was considered serious by gsk physician as required medical intervention (biopsy). Follow-up information received from consumer 14 august 2006. Patient now reports the product as 'poligrip super'.

Manufacturer narrative:
She started using the product in approximately 2004 and discontinued use in approximately 2005 (exact dates unknown). Patient visited a dentist in 2004, and was told that she had white marks in her mouth. She had them removed at hospital for testing and required ten stitches. Patient stated that effects happen only when she uses poligrip. The outcome is unknown. The manufacturer's report number for this case is 9681138-2006-00010. Super poligrip is manufactured in another country, and neither the product nor the lot number for the product is available. No corrective actions have been required based on this report.